Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 420 units of insulin. Reportedly, the insulin gauge displayed 28 units at the time of the reported event. There was no reported impact to the customer's blood glucose level. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.